Event description:
During egd (esophagogastroduodenoscopy) procedure, gauge on the alliance single use syringe would not work. The balloon that was attached would inflate and the needle on the gauge would move when the syringe was activated but eventually the needle would fall back to zero. The handheld piece used to operate the syringe and gauge was replaced as well as the balloon itself. Staff opened 3 alliance syringes in total and they all had the same gauge problem. All syringes were different lot numbers. Staff opened a 4th syringe and it worked properly. No harm to patient as a result of this event. Alliance ii single-use syringe/gauge assembly: lot: 32828375, expiration date: 11/09/25; lot: 33129580, expiration date: 01/02/26; lot: 32382938, expiration date: 09/07/25. Reference reports: mw5157103, mw5157104.